Event description:
The customer reported that the pt's tracheostomy tube was not holding air and the leak was in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded.